Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, when resecting the stomach, the surgeon tried to fire the reload, but it could not fire, so the handle was replaced and tried to fire. However, it still could not fire. When the cartridge was replaced,it was able to fire. There was no patient injury.